Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that there was a crack in the pump case near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/19/2013 with the following findings:during visual inspection, the battery compartment was found to be cracked at the threads. Unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive to button presses. The audio bolus button cover was removed and a bent pin was found on the printed circuit board of the audio bolus button connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.